Event description:
Plaintiff alleges development of latex hypersensitivity after exposure to latex gloves. Pt alleges sustaining permanent injuries and damages, including past and future pain, suffering, disability and loss of enjoyment of life, past wage loss and impairment of future earning capacity; past and future medical expenses; and other compensable injuries.